Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a defective manifold unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the screen of the high flow insufflation unit blacked out when the air is supplied and the air outlet was blocked. The issue was found during reprocessing after a procedure. The procedure was completed using the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the screen blacked out when supplying gas due to a defective manifold unit. Also, evaluation found the tubes were dirty. This event is under investigation. A supplemental report will be submitted upon receiving additional information.